Event description:
It was reported that cadd legacy pump continuous alarm. During testing. There was no patient involvement. No patient injury reported.

Manufacturer narrative:
Other, other text: d5: operator of device: unknown. E4: initial reporter also sent report to FDA?: unknown. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log was not available. Upon function testing, the reported problem was duplicated. A faulty microprocessor unit board was found. The root cause of the reported problem is unknown. The board was replaced to resolve the issue. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.